Event description:
The tip of a torx screw broke off into a pt wound during orthopedic surgery. The tip was noticed on post op x-ray. The tip is planned to be removed during a future surgery. There was no harm in the pt. The MFR was notified and the screw driver returned for evaluation.